Event description:
In 2009, the pt called for assistance in changing the insulin cartridge of his infusion device. He reported he is currently in the hospital due to elevated blood glucose readings. He said, he miscalculated his carbohydrates and this caused his elevated readings. On follow up with the pt, he said, he was admitted to the hospital two days prior, with readings of 850 mg/dl. His normal range is around 120 mg/dl. He was released from the hospital after three days. He said his infusion device is properly working and his readings were due to miscalculating his carbohydrates. A request for additional training was submitted. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.